Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The device was returned to a third party service center. The service center reports that the power cord is severed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in relation to an everflo oxygen concentrator. The device was returned to a third party service center. The service center reports that the power cord is severed. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.